Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: there was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded with slight stent impressions on the surface of the balloon between the markerbands. The stent was not returned for product analysis. Inspection of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The lesion was located in the right coronary artery (rca). A 2.75 mm x 38 mm ion stent delivery system was selected for treatment. When the device was being delivered to the lesion, the stent moved forward off the balloon inside the patient. The physician then pulled the stent back but the device stayed in place. They then decided to deploy the stent on the vessel involved. The procedure was completed with this device and added 4 other unknown stents to the rca. No patient complications were reported and the patient status is fine.

Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The lesion was located in the right coronary artery (rca). A 2.75 mm x 38 mm ion stent delivery system was selected for treatment. When the device was being delivered to the lesion, the stent moved forward off the balloon inside the patient. The physician then pulled the stent back but the device stayed in place. They then decided to deploy the stent on the vessel involved. The procedure was completed with this device and added 4 other unknown stents to the rca. No patient complications were reported and the patient status is fine.